Event description:
My husband had a zenith aaa endovascular graft implanted on (B)(6) 2007. I want to find out if there was a recall on the following lot numbers: zenith flex aaa bifurcated main body graft: lot number: 1903204; aaa iliac leg graft: lot number 1881074 and zenith aaa iliac leg graft: lot number 1716827. Before his death he had severe back pain and eventual septic shock.